Event description:
The customer stated that the cell-dyn 22 hemoglobin (hgb) controls (lot 93111-01), run on the cell-dyn 3200 analyzer increases continuously. The customer opened a new box of controls (same lot) and is having the same issue. The hgb control results showed a difference between the morning and afternoon and the room temperature has changed from 2 degrees celsius in the afternoon. This issue does not seem to impact the pt results, only the controls values. The customer requested new lot of controls as they are worried if the control data will remain stable. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.